Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the user wiped the insertion part with forceps being covered with gauze. The gauze was caught to the insertion part and the insertion part was damaged. They stopped using the device. The procedure was completed with another device. After the surgery, a spring was found inside the patient body by an x-ray. Surgeon made a small incision and retrieved the spring through it. Procedure: tepp UDI number is not available. The event occurred in use for patient. The procedure was completed with another device. The surgical time was extended by less than 30 min.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two spacemaker blunt tip trocar 12mm. The valve seals and the one valve door were disengaged from the trocar bodies. Evidence of proper amount of glue was observed in the valve seal and the valve door. The reported condition was confirmed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Replication of the disengaged valve seal may be due to improper use of the device during application. Forceful, prolonged handling of the device could have detached the main seals of the device. It is possible for the valve door to get stuck during the insertion of instruments through the trocar, resulting in a disengaged door at the pivoting area. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.